Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported the patient's paddle lead had migrated. As such, the patient had a surgery on (B)(6) 2022 where a percutaneous lead was added, however, the physician was unable to get the percutaneous lead high enough due to patient anatomy. As such, surgical intervention was undertaken where the percutaneous lead was explanted and replaced to address the issue (related manufacturer reference number: 1627487-2023-01951). The new lead was implanted at a higher position to address the issue. Reportedly, the patient now has effective therapy.

Manufacturer narrative:
Date of the event is estimated.